Event description:
It was reported that the user experienced a low blood glucose event measured at 42 mg/dl, treated with oral glucose tablets, with follow-up planned by the agent; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included temporary harm requiring intervention to preclude serious injury. Investigation included complaint intake, case review, and user troubleshooting and education. Investigation of this case revealed no device malfunction or component failure was identified based on available information, and user-directed corrective actions were completed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.